Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 cubies were not able to be recovered, and the drawer ejected with drugs in it. The customer stated that there was no delay, the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket b3 on the smart half-height drawer 4.1 in the auxiliary cabinet could not be recovered. A field service engineer (fse) rebooted the station, ran diagnostics, and removed all pockets to resolve, but the row board had no present issue. The fse inspected all cables and row boards connected to the drawer, removed and reconnected all five row board cable connections, opened the back panel door, and inspected the retractor band and all drawer components. After securing the back panel door, the fse rebooted the station, ran diagnostics again, and successfully tested the ejection of all pockets and the opening of all pocket lids in the diagnostic application. The system functioned as intended after the field service engineer repaired the device.